Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on (B)(6) 2019 with no previous service/repair records. The service group confirmed the scope was leaking from a hole on the bending section cover at the distal area of the scope. During the physical inspection there were cuts on the bending section cover. The bending section cover was removed to inspect the extent of the damage and the support pin/tab on the bending section skeleton was lifted. The support pin was lifted on one side and when the bending section was manipulated, the support pin was noted to be sharp. Based on the evaluation the cause to the damaged bending section skeleton is due to excessive force/stress from handling. According to the IFU it states ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending section direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscope, etc. Do not insert the insertion tube with excessive force and twist.¿ as part of our investigation, multiple follow-ups were made to the user facility in an attempt to gather additional information on the reported event; however, no additional information was obtained. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during reprocessing, the scope failed the leak test. There was no death or serious injury reported.